Event description:
It was reported that the customer has an infection in the abdominal area. Customer was seen by physician. The infection covers the whole abdomen. Physician was not sure if the set or sensor caused the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.